Event description:
On 4 separate occasions (twice with one pt) there was a loose connection or disconnection between the microbore tubing and the blue luer lock interlink connector. On one occasion, there was blood leaking between the microbore tubing and the infant required a blood transfusion. Note these patients were all in hospital's neonatal intensive care unit but one. Because co is unsure whether it is the cannula or the luer lock adapter, co is reporting this to both mfrs.

Event description:
On 4 separate occasions (twice with one pt) there was a loose connection or disconnection between the microbore tubing and the blue luer lock interlink connector. On one occasion, there was blood leaking between the microbore tubing and the infant required a blood transfusion. Note these patients were all in hospital's neonatal intensive care unit but one. Because co is unsure whether it is the cannula or the luer lock adapter, co is reporting this to both mfrs.

Event description:
On 4 separate occasions (twice with one pt) there was a loose connection or disconnection between the microbore tubing and the blue luer lock interlink connector. On one occasion, there was blood leaking between the microbore tubing and the infant required a blood transfusion. Note these patients were all in hospital's neonatal intensive care unit but one. Because co is unsure whether it is the cannula or the luer lock adapter, co is reporting this to both mfrs.